Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that the right atrial (ra) lead has poor capture and insulation failure. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.